Event description:
It was reported that the patient repeatedly announced meals to obtain insulin without eating, and blood glucose levels were elevated near the 300 mg/dl range throughout the day. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization or long-term impairment. Customer care agent provided support that included review of use history and user-reported behavior with troubleshooting and education provided to the patient that announcing meals without eating is not recommended. Investigation of this case revealed user-initiated dosing behavior inconsistent with intended use, with no device malfunction identified. It was concluded that the cause was user error related to dosing behavior and inappropriate use of meal announcements.